Manufacturer narrative:
Ppae (thrombosis): the root cause of the injury was unable to be determined due to insufficient clinical details. Additional information has been provided in d1. Additional codes were added in h6 (component code, investigation findings, type of investigation, and investigation conclusions).

Event description:
Clinical review/rationale: an impella cp was placed via the femoral artery to support the 86 year old male patient who had been admitted in with known coronary artery disease and a planned high risk percutaneous coronary intervention to treat the disease. The patient presented in scai stage d shock and on inotropes and vasopressors, and a vent for respiratory needs. Other underlying medical comorbidities were not shared. After two days of support the pump was explanted. At the time of explant there was an observation made of thrombus at the groin closure site, at the perclose and angioseal that were used to close the femoral site. Vascular injury and limb ischemia is a known risk associated with impella support as described in the instructions for use, though how the thrombosis occurred was not shared.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.